Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged dirty filter, black stuff in the chambers and difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury.

Manufacturer narrative:
As per additional information received on 04/07/2025: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged dirty filter, black stuff in the chambers, particles in device, difficulty breathing/short of breath and heart issues. There was no report of serious or permanent patient harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, h has been updated/corrected.